Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no alert on g6 mobile app was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable root cause could not be determined post investigation as the allegation was not found. No audio would be received as patient has turned off always sound, thus disabling the mute override feature. No additional patient or event information is available.